Event description:
This report summarizes 18 malfunction events, where it was reported that the brakes do not remain engaged or there was reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
This supplemental is being filed to include another event. The device was evaluated in the field and the issue was confirmed. The device was repaired and returned to use.

Event description:
This report summarizes 17 malfunction events, where it was reported that the brakes do not remain engaged or there was reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
The number of events has been updated to include an event previously reported in MFR report # 0001831750-2021-00806 following the completion of an investigation.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 13 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices were not evaluated, as the issues were identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 16 malfunction events, where it was reported that the brakes do not remain engaged or there was reduced/inadequate brake force. There was no patient involvement.